Event description:
Dr. Reported that eight implants failed. He only returned one for evaluation.

Manufacturer narrative:
Co was unable to complete an evaluation since the product was returned to sulzer calcitek packaged in formaldehyde. California environmental and safety laws classify formaldehyde as a highly toxic chemical. The product was returned to the dr for repackaging. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.